Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Interrogation of the pacemaker revealed that there was noise on the atrial lead. Isometrics were unable to reproduce the noise. There was some short, irregular ventricular tracking due to the atrial noise, which the patient appeared to be symptomatic to. The patient described the symptom as a full body pulsating sensation noted when there was a rise in pacing rate. The noise amplitude was too large to successfully reprogram around, but the device was reprogrammed to minimize episodes of automatic mode switch. The patient was asymptomatic and in stable condition.

Event description:
Additional information reported that there was continued atrial lead noise. The right atrial lead was capped and replaced on (B)(6)2021. The patient was in stable condition.